Manufacturer narrative:
The impella device was not returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted. Instructions for use for the related event are as follows: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 62-year-old female in cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. It was reported that there were multiple episodes of vtach (ventricular tachycardia) as the pump migrated deep in the left ventricle (lv). The patient was intubated and the patient¿s peripheral vascular resistance (svr) was trending upwards and ast and alt were both trending downwards. Systematic heparin was paused. Patient experienced a stroke. The purged was switched to bicarb. Due to low hematocrit and hemoglobin (h/h), the patient received one unit of packed red blood cells (prbc).

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product for the root cause of this investigation is not determined.